Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chambers were returned to fisher & paykel healthcare in new zealand where they were visually inspected. Results: visual inspection revealed a horizontal crack line on the lower part of the dome. Conclusion: we are unable to determine what may have caused the chamber dome to crack. It should be noted that the complaint device had been used for 23 days before the reported crack was observed. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chambers would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humificiation chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarm." "Perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Do not use beyond 14 days maximum duration of use.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber was leaking water due to cracked chamber dome. There was no reported patient consequences.

Manufacturer narrative:
Ps338944. We are currently in the process of retrieving the complaint device for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber was leaking water due to cracked chamber dome. There was no reported patient consequences.